Event description:
Pt with diagnosis of thrombotic thrombocytopenic purpura which required plasmapheresis; central line placement in 2009, done under direct ultrasound guidance a right femoral vein dialysis catheter. Follow-up three months later, including an x-ray related to ttp monitoring which revealed a "long metallic wire extending from the right common femoral vein caudally terminating at the level of the intrahepatic ivc." Wire removed six days later, by interventional radiology.